Manufacturer narrative:
The insulin pump was received with no button response on the escape button due to flattened dome switch and the connector on the lcd board was fully unlocked during our visual inspection; no damage to keypad traces noted. Unable to perform displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests due to unresponsive keypad. The insulin pump had cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the esc button on the insulin pump was not working. The customer treated their high blood glucose level of 25 mmol/l with a correction bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis.